Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley and on the distal clevis. It was noted the pch instrument had 5 uses remaining. Further investigation was completed, and it was noted the conductor wire and its insulation were intact, and therefore, the thermal damage is not due to conductor wire breakage or due to conductor wire insulation being compromised. The thermal damage appeared to have originated from the metallic pitch cable on the distal clevis. This is likely due to capacitive coupling discharge, which occurs when the instrument tip is not in contact with tissue (i.e. Air-firing) and there is conductive fluid present around metallic clevis components such as the pitch cable. There is evidence of arc tracking originating from the metallic cable and going out around to the other side of the distal clevis, further supporting this observation. As of 4/21/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided by the site for review. A log review was conducted, and it was confirmed the permanent cautery hook (pch) (470183-12) n10170822-0036 was last used on a partial nephrectomy procedure on (B)(6) 2018 with system sk1437. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information that are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 5th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a permanent cautery hook (pch) instrument had sparked. It was noted that the surgeon did not want to remove the instrument, and continued with the case. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic supervisor informed it was unknown if the patient experienced any injury or harm. In addition it was indicated that it was unknown if the patient had returned for any post-surgical complications. The robotic supervisor confirmed the instrument was inspected prior to use and no damage was observed out of the ordinary. It was noted that the instrument was melted and charred after the reported event. The cannula was inspected with the pin gauge. It was confirmed that arcing was observed and the instrument was cauterizing in monopolar coagulation. The robotic generator was being used at the time of the event and the cut setting was at 6 and the coagulation setting at 5. The maryland and grasper instruments were being used at the time of the arcing event. No instrument tip collision was observed. It was unknown if the instrument tip was in contact with tissue at the time of the event. The robotic supervisor informed that the instrument wrist was straightened at the time of removing the instrument.